Event description:
Notes from the cardiology consult: in 2009, the patient underwent ICD generator change with chronic stable and adequate pacing and sensing thresholds in all three leads. That device remains in place, but has now reached eri. The point of interest in this gentleman's course is that his device most recently tested some six weeks ago showed two years remaining longevity of the battery. The battery has now quickly depleted. Review of the recently obtained electrical data for all three leads shows no problems associated with lead functioning with stable impedance and low capture thresholds on all leads. This device has portrayed: rapid premature battery depletion. The patient then underwent explant of that aicd generator and had new ICD generator implanted. There were no complications, and the patient tolerated the procedure well.